Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: during the surgery, the doctor asked for a endostitch with surgidac suture. Tech noted that the needle was broken when doctor passed back the endostitch. The needle is half-missing. An x-ray was taken and the needle located, however, it was up in the chest area and would require an open procedure to retrieve. The pt's best interest to perform such a procedure to retrieve, as the needle itself would not cause harm. So, the medical decision was to leave in the needle. Pt was informed and discharged without further issue. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.